Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
The customer reported that the ventilator will not accept setting changes and will not go on standby mode. The customer found that the touch screen is bad. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The biomedical engineer performed touch calibration and the unit passed all tests. The biomedical engineer put the unit back into service.